Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The low reservoir alarm functions properly. Unit passed the displacement test, rewind, basic occlusion test and prime/ compromised force sensor test. All operating currents are within specification. The off no power alarm functions properly. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. Unit had a scratched display window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.